Event description:
It was reported that the customer went swimming with the pump and it was no longer responsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.